Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that the patient experienced inaccuracies between the continuous glucose monitor (cgm) and blood glucose (bg) meter and an adverse event. The sensor was inserted into the abdomen on (B)(6) 2019. Date of issue is an approximation. The patient stated they went unconscious and their family called 911. When the paramedics arrived, they treated the patient with intravenous (IV) therapy. The patient stated they also ate, and their blood glucose increased to a value in the 100s. It was reported that the cgm had been displaying 60 mg/dl, compared to a bg meter reading of 30 mg/dl at the time of event. At the time of contact, the patient was in stable condition. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. This is being reported due to adverse event and/or medical intervention. No additional patient or event information is available.